Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that the pump emitted a call service alarm. While attempting to clear the alarm, the pump lost power. Reportedly, the pump was not able to reboot with battery changes. It was also noted that the that the display screen was foggy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/14/2014 - device evaluation: the pump has been returned and evaluated by product analysis 01/02/2014 with the following findings: during testing, the pump was not able to fully power up to the verify screen and kept rebooting. Audio tones and vibration alarms were functional, but the display remained blank upon start-up. There was no damage found to the battery compartment or battery cap. A leak test was performed and a bolus button leak was found. The pump cover was removed and moisture corrosion was found to the power circuit on the printed circuit board. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was torn. Investigation was not able to be completed due to the blank display and intermittent power issues.